Manufacturer narrative:
The customer reported that during a center of rotation (cor) quality assurance (qa) procedure with the medium energy general purpose (megp) collimators in the cardiac configuration, the gantry rotated in the opposite direction with acceleration. An emergency stop (e-stop) was pressed to halt the system motion. The system was not in clinical use when this issue occurred. The philips field service engineer (fse) was on site when the reported issue occurred. The fse reported that the gantry was at about -150 degrees when the gantry was rotating clockwise during the calibration and suddenly moved in the opposite direction with acceleration. The fse proactively ordered and replaced the servo motor in an attempt to resolve the issue. The fse confirmed that this issue only occurred once. Philips engineering determined a software issue is the probable cause. The system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This report is late due to a retrospective review of complaint records. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported during center of rotation (cor) quality assurance (qa) procedure with medium energy general purpose (megp) collimators in cardiac configuration, the gantry rotated in the opposite direction. An emergency stop (e-stop) halted system motion. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. This issue is currently under investigation. Based on the available information, this issue has been determined to be a reportable event.